Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation" on (B)(6) 2011. The patient's medical history included fatty liver, uterine leiomyoma, sigmoid diverticulosis, bun abnormal and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with da vinci, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right: 2 coils, left: 6 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter added, case became medically confirmed, patient medical history, rcc, added. Event: medical device removal updated to event: pelvic pain and event: hydrothermal ablation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "hydrothermal ablation" on (B)(6) 2011. The patient's medical history included fatty liver, uterine leiomyoma, sigmoid diverticulosis, bun abnormal and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy with da vinci, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right: 2 coils, left: 6 coils. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of ptc, update of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: pfs received: case category becomes serious incident. Event " injury nos" replaced by "medical device removal". Removal date of essure, patient date of birth, action taken with drug were added. Insertion date, patient demographic were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.